Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during pd treatment. The patient reported receiving a volume error warning during dwell 3 of 7. The patient pressed ok but the warning reoccurred. The patient also received an air detected in cassette alarm during drain 3 and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. It seemed that fluid leaked from a possible cassette rupture. Upon follow up, the patient reported that there were not any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient got a new cycler and is using it without any further issues. The cycler has not been returned.